Event description:
Primary stability and osseointegration achieved. At the time of surgery periodontal disease and diseased mucous membrane. Immediated implantation, swelling, mobility. Loss of implant.